Event description:
After dialyzer and lines were primed and rinsed according to policy and procedure and a shiffs test resulted negative, patient was initiated into dialysis within seconds upon initiation patient complained of "feeling bad" stated, "my kidneys feel like they are swollen". Pt appeared agitated, diaphonetic and flushed. Treatment was disconnected. Dr. Was notified, benadryl 25mg was given p.o. After 15minutes patient was asymptomatic and was placed on a new dialyzer and lines. Pt symptoms were that of a dialyzer reaction. All other possibilities were rulled out.